Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise to out of range shock impedance measurements. It was noted that the patient would continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.